Event description:
Based on the mailed report: "in 2000 home health nurse was removing line in pt's home because line was occluded and catheter broke at "$c" cm. Pt was sent to a hosp and line was removed in o.r. Pt was discharged home."